Event description:
It has been reported to philips that there was no image on the left side of the flexvision monitor. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no image on the left side of the flexvision monitor. After replacement of the dual link dvi transmitter and receiver, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.